Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2018 with the following findings: a review of the pump black box showed pump reboots. A visual inspection of the pump revealed the battery compartment was undamaged. There was no evidence of moisture contamination inside the battery compartment. The battery cap not returned. A test battery cap was able to fit securely to maintain an electrical connection. The pump powered on the test cap with audible tones and vibrations indicating that there was power to the pump. The pump ez-prime steps were performed correctly and was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of a power issue was not duplicated during investigation. There was no defect found.